Event description:
It was reported that the pt experienced a burning sensation at the implantable neurostimulator location when stimulation is turned on and off. The sensation was worse following palpation. The event began following a pudendal nerve block and a cystoscopy on (B)(6) 2011. Add'l info has been requested, but was not available as of the date of this report.

Event description:
Additional information. The patient received assistance from her doctor or medtronic representative and the patient's concerns were resolved. The patient had an appointment on (B)(6) 2011.

Manufacturer narrative:
(B)(4).